Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. A photograph of an intraoperative shot of a clip was provided. The photograph is an intraoperative shot of a clip that appears to be being pulled from the tissue with a grasper. The clips legs appear to have a scissor form and the crotch of the clip is not fully formed providing for a pear like shape. It is difficult to see from this shot if the clip has a ¿j¿ like shape as one of the tips cannot be seen and a portion of the apex or crotch is hidden in the graspers. Clips shaped like a ¿j¿ are typically formed when loading/firing the device with one side of the jaws restricted. This restriction causes one leg to get caught and the clip to misfeed during the firing stroke. It is important to load the clip off the structure as well as make sure that the distal end of the device is inserted beyond the end of the trocar so as to not restrict the jaws during the feeding/firing stroke. Clips that do not appear to have been closed down completely are typically the result of the clutch safety feature built into the device. If, during the firing sequence, the jaws sense too much force to compress, the clutch will disengage the jaws to prevent them from getting damaged. This can occur when clamping on a dense structure that is outside the design range of the clip applier. Clips that have a scissor shape when formed are typically due to side loads being applied to the jaws during firing. These loads can occur from slight rotating or side-to-side distal tip movement during firing.

Event description:
It was reported that during an unknown laparoscopic procedure, the device was fired and the tips of the clip were misaligned. The device was not usable and the surgeon was required to use other measures to achieve hemostasis. No further information is available at this time there was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Batch # l9183k. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.